Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 2/5 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated one of the supply bags had fallen and become disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice unit during dwell. The technical service representative (tsr) had the hp cycle power to clear the alarm then explained a se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies or use manual supplies. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.